Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. "Patient sensitivity reactions" this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-01272-1, 03764, and 03765).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 1997. Legal counsel for patient reports patient was revised on (B)(6) 2012, due to patient allegations of pain, elevated metal ions, difficulty walking up and down stairs, as well as sitting and standing. No further information has been provided to date. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012, was due to pseudotumor and a pathological fracture. Metallosis between trunion and head was noted. The operative notes confirm that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. (B)(4). Product location unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.